Manufacturer narrative:
.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector being unlocked. There was no blank display anomaly on the device. The lcd board was okay, however the displacement test was unable to be performed due to keypad anomaly. The insulin pump had scratches on the lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Event description:
Customer's wife reported via phone call that the insulin pump had keypad anomaly and a blank display. Customer stated that the insulin pump is on the home screen and the buttons are unresponsive. Customer's screen was not blank it was just stuck on the home screen and during a bolus attempt the act button was unresponsive. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.